Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were inaccurate. Customer had elevated blood glucose levels (300 mg/dl). Tandem technical support guided the customer through adjusting the pump time and date. Customer delivered a correction bolus to stabilize blood glucose levels.